Event description:
Boston scientific received info that this right atrial lead dislodged. It was explanted and successfully replaced. To date, there have been no additional adverse pt effects reported.